Manufacturer narrative:
The device was not available for return to edwards for evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the device was not returned to edwards for analysis. The root cause for the insufficiency remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm pericardial aortic valve was failing due to severe aortic insufficiency required transcatheter valve-in-valve intervention after an implant duration of six years and 10 months. A 23mm transcatheter valve was successfully implanted inside the failing valve without issue. It was reported there was no gradient and no paravalvular leak. The patient outcome was noted as good.

Manufacturer narrative:
Edwards received additional information through follow up with the health care provider. Updated describe event or problem, relevant tests/lab data, other relevant history, and patient code.

Event description:
Edwards received additional information through follow up with the health care provider that the 23mm pericardial aortic valve was also failing due to severe aortic stenosis. Echocardiogram showed mildly thickened bioprosthetic leaflets with stiff and non-opening of one of the cusps and severe prosthetic stenosis which is likely mostly from the limited opening of the bioprosthetic cusps and partially from mismatch. The patient was discharged on post-operative day one in stable, satisfactory condition.